Event description:
It was reported that this right atrial (ra) lead was exhibiting changes in the pace impedance measurements. Trending displayed a few pace impedance spikes from approximately 700 ohms range up to the 1550 ohms range. Additionally technical services (ts) noted there was a possible loss of capture (loc). Ts recommended further lead evaluation. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead was exhibiting changes in the pace impedance measurements. Trending displayed a few pace impedance spikes from approximately 700 ohms range up to the 1550 ohms range. Additionally technical services (ts) noted there was a possible loss of capture (loc). Ts recommended further lead evaluation. No adverse patient effects were reported. This lead remains in service. Additional information was received and there is a suspecting that the lead was fractured. No additional adverse patient effects were reported. Additional information was received indicating that this lead was subsequently surgically abandoned and replaced.